Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's blood glucose levels reached 502 mg/dl while wearing the pod between 4 and 24 hours that were not responding to correction bolus. Symptoms reported include elevated glucose levels and feeling tired. The following diagnostics were done including cbc auto differential, comprehensive metabolic panel, bta, magnesium, and troponin. The patient was admitted to the hospital on (B)(6) 2025 and discharged from the ER 3 hours later. The patient was treated with insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.